Manufacturer narrative:
Unit received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked missing display window cover and fading serial number label currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had cracked on cooper sleeve inside of the battery compartment has slid down into the pump causing the contact in the battery cap not to touch the cooper sleeve and power the pump on. Customer tried a new battery cap and found that the contact will not connect with the cooper sleeve. No harm requiring medical intervention was reported. Customer received calibration not accepted and change sensor alarm. The customer was assisted with troubleshooting. The device will be returned for analysis.